Event description:
It was reported that on (B)(6) 2026, a patient presented for a triclip procedure. During the preparation, the guide would not hold the column. Device was replaced and continued the procedure. All steps were performed as per IFU. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the returned device analysis confirmed the reported leak/splash associated with a loss of fluid column. Additionally, the hemostasis valve was observed to be loose around the tsgc shaft. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. Based on the information reviewed, the leak (loss of fluid column during device preparation) and loose tsgc hemostasis valve appear to be related to a potential product quality issue, therefore, exception (issue) (B)(4) was initiated to evaluate whether a product issue exists. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.